Event description:
It was reported that during a pta procedure, site unknown, the balloon was inflated twice up to 10 atm using an inflation device. A stiff guidewire and a 6f sheath were used for the procedure. After the procedure, the device was impossible to remove from the introducer after it was deflated. The pta balloon catheter and the introducer were removed together. No other interventions were needed. No reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was returned and evaluated and the catheter tip was inserted through the introducer with approximately 16mm of the balloon tip visible at the distal end. The balloon tip appeared to be bulbous and the introducer tip appeared flared around the balloon. The introducer shaft to hub measured approximately 14cm and it appeared accordianed for approximately 5cm near the proximal hub. The visible portion of the catheter shaft appeared intact except for a necked down section at approximately 1 inch proximal of the introducer. Attempted to insert an in-house .035 inch guide wire, but resistance was met at the proximal end of the introducer in the accordianed section and where the necked down area was on the catheter shaft. The catheter and the introducer were soaked in warm water. Through manipulation, was able to push the catheter out of the introducer distally. Once the catheter was removed from the introducer distally, the accordianed section on the introducer shaft no longer was there. With the balloon removed distally, the catheter shaft appeared severely necked down proximal of the balloon. This was approximately 8cm from the distal tip and extended to approximately 18cm from the distal tip. This section also included a small accordianed section. Further attempts to make guide wire passage were still met with resistance due to the necked down areas mentioned. Due to the condition of the returned introducer, removal of the balloon catheter proximally was not possible. The balloon was inflated with water to purge out any air in the balloon, then drew a vacuum to prepare for insertion. The balloon inflated a bit slow, more than likely due to the condition of the sample. The balloon folded down to 3 folds. Attempted to insert the balloon into a 6f introducer. The balloon tip appeared to be stiff. Upon insertion lots of resistance was met and then the balloon tip accordianed, making insertion impossible. Due to the condition of the returned sample, further evaluation was not possible. The result of the investigation was confirmed for difficult to remove from the introducer that was returned, root cause unknown. It is unknown if procedural issues contributed to this event.